Event description:
Pt had a duracon revision in 2002, ps insert was inserted with screw to lock. Approximately two years later x-ray revealed screw had disassociated from insert. Pt was revised in 2004.